Event description:
Imperial clinical study. It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was located in right mid superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii b lesion. Target lesion #1 was treated with pre-dilatation and placement of a 7.0 mm x 150 mm study stent. Following post dilation residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject presented to hospital as a regular visit with complaint of continued claudication symptoms of the lower extremity. Subsequently, catheter test was performed (of note, the onset date of the event is reported as on (B)(6) 2019 and site has been queried for the correct onset date and for catheter test report findings). Based on the above symptoms, no action was taken at that point of time and the subject was planned for the treatment on later date. On (B)(6) 2020, the subject was admitted to the hospital for planned catheter treatment to find out if there was a lesion. On (B)(6) 2020, angiography of the lower extremities was performed which revealed: right limb: in-stent restenosis in sfa; severe stenosis noted in the popliteal artery. On the same day, 1303 days post index procedure, 90% instent restenosis (isr) noted in right sfa was treated by performing catheter directed dilatation with 3.5 x 15 mm cutting balloon followed by drug coated ballooning with inpact 6mm x 150 mm balloon. Post procedure the final residual stenosis was found to be 25%. (Of note site has been queried if cutting balloon 3.5 x 15 mm was used to revascularize right sfa prior dilating the lesion with dcb). On the same day, 90% stenosis noted in right popliteal artery was treated by performing drug coated balloon angioplasty using inpact 5.0mm x 60mm balloon. Post procedure the final residual stenosis was found to be 25%. On (B)(6) 2020, the subject was discharged from the hospital. At the time of reporting, the outcome of the both events were resolving. It was further reported that the subject was experiencing right lameness since on (B)(6) 2019. The site was queried for the catheter test report findings. However, site confirmed that no catheterization was performed on (B)(6) 2020. On (B)(6) 2020, 1303 days post index procedure, 90% instent restenosis (isr) noted in right mid sfa was treated by performing drug coated ballooning with inpact 6mm x 150 mm balloon. Post procedure the final residual stenosis was found to be 25%. (Of note site confirmed that the drug coated ballooning in right sfa was performed in mid location). A 3.5x 15 mm cutting balloon was used to dilate the popliteal artery. On the same day, 90% stenosis noted in right popliteal artery was treated by catheter directed dilatation with 3.5 x 15 mm cutting balloon followed by drug coated balloon angioplasty using inpact 5.0mm x 60mm balloon. Post procedure the final residual stenosis was found to be 25%.

Manufacturer narrative:
This is a combination device. A2: age at time of event: 78 years old at time of enrollment. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
This is a combination device. (B)(6).

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was located in right mid superficial femoral artery (sfa) with 70% stenosis and was 120 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii b lesion. Target lesion #1 was treated with pre-dilatation and placement of a 7.0 mm x 150 mm study stent. Following post dilation residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject presented to hospital as a regular visit with complaint of continued claudication symptoms of the lower extremity. Subsequently, catheter test was performed (of note, the onset date of the event is reported as (B)(6) 2019 and site has been queried for the correct onset date and for catheter test report findings). Based on the above symptoms, no action was taken at that point of time and the subject was planned for the treatment on later date. On (B)(6) 2020, the subject was admitted to the hospital for planned catheter treatment to find out if there was a lesion. On (B)(6) 2020, angiography of the lower extremities was performed which revealed:right limb: in-stent restenosis in sfa; severe stenosis noted in the popliteal artery. On the same day, 1303 days post index procedure, 90% instent restenosis (isr) noted in right sfa was treated by performing catheter directed dilatation with 3.5 x 15 mm cutting balloon followed by drug coated ballooning with inpact 6mm x 150 mm balloon. Post procedure the final residual stenosis was found to be 25%. (Of note site has been queried if cutting balloon 3.5 x 15 mm was used to revascularize right sfa prior dilating the lesion with dcb). On the same day, 90% stenosis noted in right popliteal artery was treated by performing drug coated balloon angioplasty using inpact 5.0mm x 60mm balloon. Post procedure the final residual stenosis was found to be 25%. On (B)(6) 2020, the subject was discharged from the hospital. At the time of reporting, the outcome of the both events were resolving.